Event description:
On (B)(6) 2015, information was received from a healthcare professional via a company representative regarding a (B)(6) female patient receiving intrathecal baclofen therapy via an implanted infusion pump. The pump was programmed to deliver lioresal 500mcg/ml at a dose of 75mcg/day. The indication for use was intractably spasticity and cva (stroke). The patient had presented to the emergency room with redness at the pump site. The patient also experienced wound dehiscence and infection of the pump site. The specific type of infection was unknown. The approximate date that the event/difficulty occurred was (B)(6) 2015. No diagnostics were performed with regard to the pump system. On (B)(6) 2015, the pump and catheter were removed and discarded. The patient status was reported as ¿alive-with injury¿; the infection was noted to be the ¿injury¿. Additional information was received from a company representative on (B)(6) 2015 noting that the infection had resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n530195, implanted: (B)(6) 2015, product type: accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).